Event description:
The rep reported that following bilateral lead placement ( date was not provided); lead migration had been suspected by the surgeon. No pt symptoms were reported. The pt underwent a second surgery ( date unk), where the lead was found to be secure but had been placed in an area estimated to be 1.5 to 2-cm higher than the original target location. There had been no malfunction of the lead; the depth cap had been properly installed and the lead had been measured prior to placement. During the revision procedure, the lead was repositioned and replaced. Additional info has been requested by the physician.

Manufacturer narrative:
.